Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. No excessive no delivery alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, broken belt clip slot and minor scratches on the display window.

Event description:
It was reported that numbers on insulin were changing on its own and buttons were not responding. Customer's blood glucose was 157 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.